Manufacturer narrative:
Corrected data: the "investigation conclusions" code is corrected in this report.

Event description:
It was reported patient was twiddling the ipg which caused the lead to migrate. As a result, patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.